Manufacturer narrative:
The following fields were updated based on lot information provided: d4 - lot no: pd1c06272151. D4 - unique identifier (UDI) #: (B)(4). H4 - device mfg date: 6/27/2021. D4 - expiration date: 12/27/2022.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying early could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn.